Event description:
It was reported that there are suspicions this right ventricular (rv) lead fractured and had mechanical stress due to the patient's exercise regimen and lead placement. It was noted that the lead exhibited high out of range pacing impedance, high capture thresholds, and minute ventilation (mv) artifact oversensing. An x-ray was performed. The lead was explanted and replaced. The lead is expected to be returned for analysis. No additional adverse patient effects were reported.